Manufacturer narrative:
(B)(4). Method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).

Event description:
The surgeon implanted a micl13.2 implantable collamer lens on (B)(6) 2011 and notification was received from the patient stating vision not as expected due to an over correction. The lens remains implanted. Staar's medical reviewer contacted the surgeon and then explained to the patient "according to the records the patient had sent, the post op refraction is +2.50 with a cylinder of -2.25 diopters which is a spherical equivalent of +1.375 diopters. The target correction was most probably done to achieve a spherical equivalent closer to zero. The patient's previous spherical equivalent was -5.87, and now it was +1.37. Dr. (B)(6) may have opted to over correct the spherical myopia a bit to allow the cylinder error to compensate altogether".

Manufacturer narrative:
Evaluation method - medical review. Results: review of this file indicates that the patient felt that her vision was overcorrected after implantation of the icl. The icl power that was chosen had a target spherical equivalent of -0.51, and the patient's post-op spherical equivalent was +1.37 which is a difference of 1.19 diopters. The icl remains implanted therefore diopter and resolution cannot be performed to rule out a mislabeled icl. It is highly unlikely that the icl was labeled incorrectly, and the most probable cause would be inaccurate measurements. Keratoconic patients present with great variability of subjective measurements due to the difficulty in finding a clear focus. It should be considered that the spherocylindrical refraction in keratoconus can be easily biased by the loss of retinal image quality induced by the significant aberrometric increase. These therefore leads to possible inaccurate refractions. (B)(4).